Event description:
Device issue: none. Adverse event: dissection requiring intervention. Onset of adverse event: during the procedure. It was reported that the percutaneous transluminal coronary angioplasty (ptca) was to treat the proximal right coronary artery (rca). A xience v 2.5 x 18 mm stent was deployed at 16 atmospheres. After removal of the stent delivery system (sds), angiography revealed a dissection at the distal edge of the xience v stent. Another xience v 2.5 x 12 mm stent was to be used to successfully cover the dissection. Reportedly, the patient is doing fine and was asymptomatic. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.